Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving lioresal (500 mcg/ml, unknown dose) via an implantable pump for an unknown indication for use. On (B)(6) 2016, the patient went to their treating healthcare professional (hcp) with an active alarm sounding and increased spasticity. The pump was interrogated with an n'vision programmer (8840) and a "pump stopped due to off state" message was seen. The hcp tried to restart the pump with the 8840. There were no known contributing factors the event. The pump status was reported as "implanted - out of service", but it was also indicated that surgical intervention had occurred.

Manufacturer narrative:
Review of additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements as a serious injury stipulated in 21 cfr 803. However, the event still meets reporting requirements as a malfunction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the pump was still not explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.